Event description:
It was reported by service report that the height adjustment rack was bent, causing the cot to have difficulty to lock properly. Further investigation revealed that both height adjustment racks were bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.